Event description:
During an atrial fibrillation procedure, it was reported that there was char on the thermocool® sf nav bi-directional catheter. It was noted that the stockert generator catheter selection setting was set incorrectly to 4 mm. The stockert generator catheter selection setting was set correctly to ¿thermocool sf¿. The catheter was cleaned and the procedure was continued. There were no patient consequences. Based on the available information, as char was found in the catheter (unknown size or amount), it was determined for this complaint to be reportable.

Manufacturer narrative:
The device has been disposed by the customer. As the lot # 15956996l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).